Event description:
It was reported that during the implant procedure, the rv pacing lead impedance was grater then 2500 ohms. The lead was checked with the analyser and the impedance was good. After reconnection to the ICD, the problem occured again. A problem with the setscrew was noticed. The device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the grommet had been damaged.